Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via telephone call that the blood glucose ran high due to the set becoming detached. The blood glucose reading was 424 mg/dl. The insulin pump wasn't dropped with the set connected. The insulin pump was being hung on the waistband of the customer's pants. The customer was treated with manual injection. The drive support cap appeared normal and recessed. The caller declined to check for air bubbles, leaks, insulin or site issues, and declined to verify the settings. The caller was advised to monitor the issue and call back if the issue persisted.